Event description:
It was reported by a family member that the implantable pulse generator (ipg) battery did not last as long as it should have. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device manufacture date was not found during the database search. (B)(4).